Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fall at home while connected to his cycler. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient fell at home on (B)(6) 2024 while connected to his liberty select cycler. The patient was previously aware of the shortened tubing on the liberty cycler set and moved his cycler into the hallway where it was closer to the restroom. It was explained that the patient has ambulation difficulty following a cerebral vascular accident with right-sided weakness that occurred prior to his start on pd therapy. As a result, the patient became tangled in tubing in the early morning of (B)(6)2024 resulting in a fall that caused back pain. The patient presented to the hospital and was admitted for observation. It was affirmed the patient did not incur serious injury as a result of the fall and the hospitalization focused on the patient¿s ambulation difficulties. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. The patient recovered from this event at home following discharge. It was confirmed the patient¿s fall resulting in a back pain and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. The patient has since been retrained on safety in the home during ccpd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction provided in d10.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fall at home while connected to his cycler. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient fell at home on (B)(6) 2024 while connected to his liberty select cycler. The patient was previously aware of the shortened tubing on the liberty cycler set and moved his cycler into the hallway where it was closer to the restroom. It was explained that the patient has ambulation difficulty following a cerebral vascular accident with right-sided weakness that occurred prior to his start on pd therapy. As a result, the patient became tangled in tubing in the early morning on (B)(6) 2024 resulting in a fall that caused back pain. The patient presented to the hospital and was admitted for observation. It was affirmed the patient did not incur serious injury as a result of the fall and the hospitalization focused on the patient¿s ambulation difficulties. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. The patient recovered from this event at home following discharge. It was confirmed the patient¿s fall resulting in a back pain and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. The patient has since been retrained on safety in the home during ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fall at home while connected to his cycler. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient fell at home on (B)(6) 2024 while connected to his liberty select cycler. The patient was previously aware of the shortened tubing on the liberty cycler set and moved his cycler into the hallway where it was closer to the restroom. It was explained that the patient has ambulation difficulty following a cerebral vascular accident with right-sided weakness that occurred prior to his start on pd therapy. As a result, the patient became tangled in tubing in the early morning of (B)(6) 2024 resulting in a fall that caused back pain. The patient presented to the hospital and was admitted for observation. It was affirmed the patient did not incur serious injury as a result of the fall and the hospitalization focused on the patient¿s ambulation difficulties. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. The patient recovered from this event at home following discharge. It was confirmed the patient¿s fall resulting in a back pain and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. The patient has since been retrained on safety in the home during ccpd therapy.